Event description:
Error 51.

Event description:
Error 51. The device was received for investigation. Device history record was reviewed, error 51 (x4) is recorded. Issue could be reproduced during servicing. A vertical line was also found on the screen. Thus, speaker assembly and lcd display were replaced to resolve the issue. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use. Error 51 happened before implementation of 1.9.a update. A CAPA was initiated for this issue only.